Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the device deployed without an issue, but hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not indicate any product quality deficiency that would contribute to the reported failure to deploy the suture. Since the monofilament was not returned with the device, the scope of this investigation was very limited and the reported failure could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.